Event description:
Additional review indicated that the patient also was experiencing stress and EKG changes.

Event description:
It was reported that the patient experienced withdrawal due to a "nodule" on her back that blocked the catheter. The patient stated this withdrawal occurred "5-6 years" prior to the report with her first pump. The patient stated that the pump "did not come back on with the magnet". The patient stated that everyone thought she was having a heart attack. The patient had been in the coronary care unit (ccu) and had a heart catheterization, "but it was not their heart. It was withdrawal". The device system was used to deliver morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2003, explanted:, product type: catheter. (B)(4).